Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen went blank. As a result, an alternate device was employed. There was no delay. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The central control monitor (ccm) was connected to lab use only (luo) testing equipment. The monitor booted up with no issues and had a full display. It was left running for an extended period of time flipping between the screens to see if the display would go out, but there were no issues observed.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6.